Event description:
It was reported that a xper flex cardio device was having wave tracings freeze and intermittently signals. The philips technical consultant (tc) was unable to confirm the event. The tc went on site and ran testing, but was unable to duplicate the event. The tc did note that the settings needed to be adjusted for optimal performance. The cause of the event was unable to be determined. The tc corrected settings while on site.